Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a procedure performed on (B)(6) 2023. It was reported that the clip deployed before pulling the trigger for deployment. No patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in unknown anatomy. Block h10: investigation results: the returned resolution 360 ultra clip device was analyzed, and a visual evaluation noted that the device was returned without the clip assembly and with evidence of full deployment. Microscopic examination was performed, and it was confirmed that the device had evidence of full deployment. No problems with the device were noted. The reported event of clip premature deployment was not confirmed. Investigation found that the device was returned without the clip assembly and with evidence of full deployment, indicating that the clip was properly deployed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment in unknown anatomy.

Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a procedure performed on (B)(6) 2023. It was reported that the clip deployed before pulling the trigger for deployment. No patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.